Event description:
(B)(4).I had surgery to remove essure and to prevent further damage to my body on (B)(6) 2015. My doctor found adhesions on my appendix. I am suffering and in pain. This is not what I signed up for with essure-a full hysterectomy.